Manufacturer narrative:
Manufacturer's investigation conclusion: it was initially reported that the patient was experiencing a ¿random beeping and low voltage alarm issue¿; however, additional information provided stated that the reported issue was resolved on (B)(6) 2021 by exchanging the system controller (serial number: (B)(6)). The reported ¿random beeping and low voltage alarm issue¿ and the exchanged system controller are investigated under MFR report #2916596-2021-01958. It was reported that no further alarms or equipment exchanges have occurred. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 04jan2021. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-03288. It was reported that patient continues to have random beeping and low voltage alarm issue. The customer requested replacement of the controllers.